Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 error code 200.5040 technical support 1. Walked customer through setting up systems maintenance to flash. Flashed 8100. Unit rebooted with no reported errors. Recommended performing preventative maintenance. Followed up with customer informing me the pm was performed with no reported errors. A serial number was not provided therefore a review of the device history record cannot be performed. The customer reported problem was confirmed. H3 other text : no product returned.

Event description:
The customer reported that the device received error code 200.5040. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the device received error code 200.5040. There was no patient involvement.